Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images and a photo were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a stent placement procedure for a flow limiting dissection, via the right common femoral artery retrograde access, a piece of the delivery system allegedly remained inside the patients' artery. It was further reported that a first fragment was present proximal in the left common iliac artery and a second fragment was present in close proximity to the puncture site located in the right common femoral artery which was found to be separated during removal of the catheter. Reportedly, a balloon expandable stent was placed to lock the fragment in the common iliac artery and the fragment close to the puncture site was removed by surgical cutdown. The current status of the patient is unknown.

Event description:
It was reported that during a stent placement procedure for a flow limiting dissection, via the right common femoral artery retrograde access, a piece of the delivery system allegedly remained inside the patients' artery. It was further reported that a first fragment was present proximal in the left common iliac artery and a second fragment was present in close proximity to the puncture site located in the right common femoral artery which was found to be separated during removal of the catheter. Reportedly, a balloon expandable stent was placed to lock the fragment in the common iliac artery and the fragment close to the puncture site was removed by surgical cutdown. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample was found in activated condition without stent that reportedly had been deployed inside patient. The inner catheter cardan tube was found broken, and the distal end including tip was missing. Provided images demonstrate that the metal inner catheter cardan tube broke and detached during the procedure. The investigation leads to confirmed result for break and detachment. The vessel was not tortuous but heavily calcified which the user considered as reason for advancing difficulty when passing the iliac bifurcation. The lesion was pre dilated, 5f introducer with 0.035" guidewire were used for access, and the guidewire was running smoothly inside the system. The user correctly held the system at the stability sheath, and successfully placed the stent without difficulty/ force increase. Based on the investigation of the provided information, the investigation is closed as confirmed for break and detachment of the inner catheter cardan tube. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pre dilation the instruction for use states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under materials required the instruction for use states: '5f (1.67 mm) or larger introducer sheath (¿); 0.014-inch (0.36 mm) - 0.035-inch (0.89 mm) diameter guidewire'. Regarding insertion and removal difficulty of the delivery system the instruction for use states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Holding and handling of the system throughout deployment was found sufficiently described. H10: d4 (expiry date: 05/2026), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.